Event description:
A system operator reports one pt with a "poor clinical outcome". Pt records were received and reviewed. The pt underwent customer prk in both eyes, which is not an approved application for this device. At 10 days post-op the pt reported ghosting, glare and light sensitivity. At 1 month, the pt reported double vision and blurry vision. The pt's bcva decreased in both eyes at the 1-month post-op-exam.

Manufacturer narrative:
H3.,h6: evaluation summary; a surgery database performance identification was conducted on this system and the analysis determined that the laser performance factors analyzed were operating within specification for the date of this pt's surgery.